Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that estimated remaining longevity: 0-11.3 months in progr 1, 0-9.7 months in progr 2, 0-11.2 months in progr 3, 0-10.8 months in progr 4. Program 1 (active at beginning) c+ 0-, 210us, 14hz, 1.2v, impedance >4000. Program 2 c+ 1-, 210us, 28hz, 0.5v, impedance 1062 ohms. Program 3 c+ 2-, 210us, 14hz, 0.6v, impedance 758 ohms. Program 4 (active after reprogramming) 1+ 2-, 210us, 14hz, 0.8v, impedance 2134 ohms. It was noted that there could potentially be a replacement but the patient was going to think about it. Additional information received reported that impedances could not be measured, because power on reset (por) always occurred during impedance measurement. It was noted that the ipg was in end of service (eos) already. The given estimations in the previous report were from a wrong ipg which was implanted many years ago and therefore, battery depletion was correct.